Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During insertion, the clip fell off prior to deployment. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h2: additional information additional information was received on april 4, 2024, and the customer reported the type of procedure performed was a colonoscopy with the target anatomy location of the colon. Initially, the procedure type and anatomy location of the procedure were unknown and was reported as it may have occurred in the esophagus. This additional information confirmed the hemoclip device has deployment issues, the most serious reasonably expected injury from this issue is a minor procedure delay. The issue is unlikely to cause a serious injury or death if the malfunction were to recur. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During insertion, the clip fell off prior to deployment. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 4, 2024: it was reported that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure.